Manufacturer narrative:
The insulin pump was received with cracked end cap and alarmed motor error alarmed during basic occlusion testing due to moisture on the force sensor resistor. Unable to perform prime and occlusion testing due to motor error alarm however, the motor was tested outside the device and passed. The insulin pump had cracked battery tube threads, broken reservoir tube lip, minor scratched lcd window, cracked reservoir tube and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call compromised force sensor system alarm message on the insulin pump. Customer's blood glucose level was 350 mg/dl. Troubleshooting for the alarm was performed. Customer advised that during the manual prime process insulin is squirting out. Customer could not recall any significant events leading to the alarm message. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.